Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced a loss of therapeutic effect. Every two days the stimulation reportedly kept shutting itself off. Since the therapy had been off so much, it was not helping with the pt's pain. The device logs were checked and indicated total hours used was 4167, last reset (B) (6) 2009, number of activations was 520 and the battery was ok (2.56 volts and 40/90 with stimulation off). A longevity calculation indicated device life to be approx 14.18-18.18 months. There had been no recent medical procedures and no falls/trauma. Six weeks ago, the pt had to increase the stimulation. The stimulation started turning on/off about 1-2 weeks prior. Electrode impedances were 785-2015 ohms. Electrode 5 primarily had the 2015 ohm result. Therapy impedances were normal. Add'l info rec'd indicated the pt was scheduled for ipg replacement. Following replacement, the pt recovered without sequela.